Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the device created a ball of fire. There was no patient involvement. No further information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.